Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, during removal of the plunger, no suture was attached. A cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss. The plunger was out of the handle with the anterior mandrel connected to the link that was also attached to a piece of cut suture. The handle had no anomaly and the foot deployed as intended. The probable cause for the reported event could not be determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.